Event description:
It was reported that during the implant procedure there was varying impedance, and poor capture and sensing in several positions. It was noted that the helix was not fuctioning properly. The physician used a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned in segments, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. Analysis comments revealed the lead was received with the helix fully retracted and the drive shaft stuck on the retraction stop.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).